Manufacturer narrative:
Tech found the caster were worn-out, tech replaced both ft end casters to resolve. No injuries occurred or reported.

Event description:
Technician alleged the brakes at the foot end of the bed do not hold. Brake is on but wheels move.